Manufacturer narrative:
E1: establishment full name - (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no image. The issue occurred during a video-assisted thoracoscopic surgical therapeutic procedure. The intended procedure was completed using the same set of equipment. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection and the customer's allegation of no serial digital interface output was confirmed. Based on the results of the investigation, the malfunction occurred due defective printed circuit board. However, a root cause could not be determined. Olympus will continue to monitor field performance for this device.